Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was 109mg/dl. Reportedly the customer continued to use the pump for insulin therapy.